Manufacturer narrative:
(B)(4). Batch # n5609h. The following information was requested, but unavailable: was the damage to the proximal end of the cartridge observed prior to use on the second firing on the colon? No information. If no, was the device fired? No information. If the device was fired, were there any issues with firing? No information. Did any pieces fall off of the cartridge? No information. If yes, did anything fall into the patient? Was it retrieved? Will all parts be returned with the device? Yes, the device and cartridge will be returning. The analysis results found that the ntlc75 instrument was received with no apparent damage and with no cartridge reload present. In addition, received cartridge b and cartridge c, cartridge reload b was fully fired, the swing tab in the locked position, and with both gripping surfaces broken off, making the reload nonfunctional. In addition, received the 2 broken gripping plastic parts of the cartridge. Cartridge c was fully fired with the swing tab in the locked position. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the proximal end of the reported cartridge was damaged at the second firing on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.